Event description:
Sims, smiths industries, 1265 grey fox rd, st paul, mn 55112. We have determined that this report does not meet the criteria for the medical device reporting (MDR) regulation, 21 cfr.